Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the emergency room after receiving a patient notifier for an out of range impedance measurement. Upon interrogation, the right atrial lead exhibited out of range impedance and noise which would be reproduced with isometric movements. The patient was in stable condition before, during and post interrogation. The patient would continue to be monitored and follow-up with his regular physician.